Event description:
It was reported that (1) ez45b was used during a vaginal hysterectomy procedure. It was reported by the rep that the surgeon used ez45b for vaginal hysterectomy. Apparently, was unable to fire. It is unknown how the case was completed. There was no consequence to completed.